Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited foreign objects on the adhesive on the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information was added to the following fields: h2, h3, h6. Correction: e1, "city" and "post office or zip code" fields should be blank. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) years since the subject device was manufactured. Based on the results of the investigation, a leakage caused by a pinhole on the bending section cover and breakage of the biopsy channel was noted, and it could have prevented the user from performing reprocessing properly. The foreign material was confirmed but could not be identified. A definitive root cause of the malfunction reported could not be confirmed. The user can detect/prevent the suggested event by following the instructions for use below. Bf-190 series operation manual chapter 3 preparation and inspection describes the detection method. Preventive measures are described in bf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.